Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported physical resistance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with heavy tortuosity and heavy calcification in proximal right coronary artery. Pre-dilatation was performed successfully. The 4.0 x 12 mm xience alpine stent delivery system (sds) was advanced to the target lesion with resistance due to the heavily calcified vessel. During the attempt to re-position the sds, the stent became stuck in the calcification. Therefore, the sds was pulled back to re-position, but the stent dislodged at the lesion. The dislodged stent remained on the guide wire; therefore, a balloon catheter was advanced to deploy the stent proximally at the target lesion, partially in the lesion and partially in healthy tissue. Post dilatation was performed with a series of balloons. Then, a 4.0 x 8 mm xience alpine stent was deployed distally overlapping the 4.0 x 12 mm xience alpine stent to completely cover the lesion successfully. The patient outcome was good. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.